Manufacturer narrative:
A visual examination of the returned uphold vaginal support system revealed that the mesh assembly was received in two pieces. Piece one included a cut sleeve attached to the blue dilator with its suture and dart. There was blood residue on the sleeve and the leader loops were cut. Piece two included the entire mesh, sleeve attached to the blue with white stripe dilator with its suture and dart attached. There was some fraying on the suture. The distal end of the blue with white stripe dilator is also frayed. There was blood residue on the capio suture capturing device but no damage was noticed. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that the product returned does not have the needle detached nor functional issues. Based on all gathered information, no further actions are considered necessary. The most probable root cause is not confirmed.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2016. According to the complainant, during the procedure and outside the patient the lead suture broke. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Events of lead suture broken. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2016. According to the complainant, during the procedure and outside the patient the lead suture broke. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.